Manufacturer narrative:
Insulin pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no unexpected battery power loss noted. Insulin pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery not recognized by the insulin pump. The customer¿s blood glucose was unknown. The customer reported that battery not recognized by the insulin pump, they had tried several, no damage was seen, no water damage, cap was fine. The troubleshooting was not performed. The insulin pump will be returned for analysis.